Manufacturer narrative:
The event description is very poor and general. At the time of the reporting decision the device has not yet been returned for evaluation and the evaluation results were not available. With this limited information the most probable root cause could not be deter-mined. It could be a device independent issue or an actual malfunction. The procedure was successfully completed using the same system. No patient harm or injury reported. In case of a potential malfunction, we cannot exclude that it could cause or contribute to serious injury if it were to reoccur. If new information is received, or if the device is returned for evaluation, the reporting decision will be re-evaluated accordingly.

Event description:
We have been informed of the following event: "issue reported: at mid-case for approximately 3 minutes, the deficit was showing as a negative number. Troubleshooting performed and additional details: right before ending the case, the negative sign went away to show a final positive deficit. Procedure was complete and patient was unharmed. Gss ts confirmed deficit test was not performed post op. Customer did not change the supply bag, canister, or any tubing when this event occured. Final deficit reading on pump was 235mls; manual count not performed. How did the procedure complete: with the same equipment procedure setting: clinical date of procedure: on (B)(6) 2025."